Manufacturer narrative:
This report is submitted on october 24, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. H3 other text: device unavailable for analysis.

Event description:
Per the clinic, the patient sustained a trauma to the implant site, resulting in an infection over the receiver stimulator. The issue could not be resolved and subsequently, the receiver stimulator was explanted (date not reported). On (B)(6) 2016, the electrode array was explanted and the patient was reimplanted with another cochlear device during the same surgery.